Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary as reported, during flexible ureteroscopic surgery, the user opened the package of a ngage nitinol stone extractor and found the tip of the basket would not open. The user then discovered, the connection between the handle and wire was broken. Another ngage nitinol stone extractor was used to complete the procedure. The issue with this device was discovered prior to making contact with the patient and it was not used. There was no impact to the patient. Investigation - evaluation reviews of the complaint history, device history record, instructions for use, manufacturing instructions, and quality control procedures and a visual inspection and functional test of the device were conducted during the investigation. One ngage nitinol stone extractor was returned for investigation with the handle in the open position and the basket in the closed position. The male luer lock was tight, and the collet knob was tight and secure. The polyethylene terephthalate tubing measured 3.5cm in length. The basket sheath was severed approximately 9mm from the distal tip of the support sheath. The handle did not actuate the basket formation. A document-based investigation evaluation was performed. No related non-conformances were recorded, and there have been no other reported complaints for this lot number. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the manufacturing instructions or quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use provided with the device state, ¿excessive force could damage device.¿ based on available evidence, cook has that a cause could not be established for this event. It is possible the sheath was inadvertently damaged during unpacking or subsequent handling, but no information related to handling was known, so the cause could not be conclusively determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during flexible ureteroscopic surgery, the user opened the package of a ngage nitinol stone extractor and found the tip of the basket would not open. The user then discovered, the connection between the handle and wire was broken. Another ngage nitinol stone extractor was used to complete the procedure. The issue with this device was discovered prior to making contact with the patient and it was not used. There was no impact to the patient.